Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation of the device, low sensing and high threshold were observed. The physician noted that the lead dislodged via fluoroscopy. The lead was repositioned. There were no adverse consequences to the patient. All electrical measurements were normal and the lead remains implanted.